Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console presented a system message and the console froze before a surgery. The surgery was completed successfully. There was no report of any patient harm.

Manufacturer narrative:
There was no request for service to examine the system. The customer instead, phoned the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely (via system reboot). Additional information was not provided to date. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was not examined by the company representative. As such, the root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).